Manufacturer narrative:
Insulin pump received with missing retainer ring and reservoir tube lip o ring. Insulin pump received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test, occlusion test and p cap reservoir will not lock properly or verify no delivery, occlusion alarm due to missing retainer. Insulin pump passed rewind, prime, seating, basic occlusion and force sensor test.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained no delivery alarms and infusion set was broken off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.